Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for valve interacts with conduction system was confirmed with other empirical evidence via information provided by edwards clinical specialist. Per the instructions for use (IFU), conduction system disturbance and/or heart block which may require treatment (including permanent pacemaker) are potential adverse events. Heart block and other conduction disturbances are common in patients with underlying cardiovascular disease and can be exacerbated or aggravated with standard intra-operative medications or anesthesia. Such events are related to the patient's underlying condition. Other mechanisms for conduction abnormalities could be related to coronary obstruction due to air embolism, coronary spasm and/or local edema affecting the av node. Conduction disturbances have also been documented during transcatheter cardiac procedures as a result of direct interaction with cardiac anatomy, especially in patients with underlying conduction abnormalities. Other potential causes include trauma by a guidewire or delivery system. Additionally, cardiac conduction system complications are known risks with tricuspid valve interventions due to the proximity of the atrioventricular node (av node) to the septal leaflet of the tricuspid valve. These conduction disturbances can lead to post-operative heart block requiring pacemaker implantation. The reported conduction disturbance does not allege a malfunction that could be related to an edwards manufacturing deficiency. The event does not allege a labeling issue or device related infection; therefore, no lot history review or manufacturing mitigations review are required. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required.

Event description:
As reported by the edwards lifesciences affiliate in germany, on post-operative day (pod) 8, a temporary pacemaker was implanted and on pod 10, a permanent pacemaker was implanted. Patient received an evoque valve in tricuspid position where, on pod 1, non-sustained ventricular tachycardias of up to a maximum of 8 beats were observed. The patient remained hospitalized for monitoring, experiencing bradycardic atrial fibrillation and non-sustained ventricular tachycardia. Post-procedural ECG also showed a right bundle branch block and this remained stable in further ecgs. On pod 8, a temporary pacemaker was installed via cardiac catheter. On pod 10, a permanent single-chamber pacemaker was implanted via left ventricular probe. Pacemaker queries show a regular function. The non-sustained ventricular tachycardias no longer occurred after the pacemaker implantation.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.